Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar (fb) instrument tips did not work, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Review of the provided image could not confirm the reported complaint. However, the instrument information was confirmed.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the tips of the force bipolar (fb) instrument did not work. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the force bipolar instrument worked normally at the beginning; however, the instrument stopped working in the middle of the procedure. The instrument jaws were in a closed position, which could not be moved. It was unknown how the instrument was removed. There was no patient issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no system fault occurred before the instrument issue. The instrument issue occurred during uterus tissue dissection. The instrument jaws were not stuck on the tissue when the issue occurred. The customer did not use instrument release kit (irk) nor use another instrument to pry open jaws. It was unknown if the instrument was in strong grip mode. No abnormality was noted with the instrument. There was no collision with other instruments or tools. There was no adverse effect on the grasped tissue, no unexpected tissue removal, and no bleeding. Isi did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint regarding the instrument not working was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.